Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item#01-9181, lot# 319225, contra drill 1.5x15.5mm stp. Report source: foreign reporter: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00324.

Event description:
It is reported that drills fractured during a procedure. The procedure was completed successfully with a different drill. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was further reported that the fractured device was recovered from the patient and was not retained.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h4, h6 and h10.